Event description:
It was reported that during a battery exchange, this right ventricular (rv) lead exhibited high pacing thresholds. This lead was then surgically abandoned and successfully replace. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).